Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx halo single system sling device during a transobturator tape procedure with no complications on (B)(6) 2009. Following the procedure, the patient experienced severe urethral pain (date of onset unknown) and the pain was treated in an unknown manner. The patient returned to the hospital in (B)(6) 2010, where the sling was subsequently divided and removed by laser (exact amount of device removed unknown) because it had reportedly migrated into the bladder. The patient's pain has since resolved, and she is currently in stable condition.

Manufacturer narrative:
(B)(4). Lot number: initially reported: unknown. Correction: 0ml9040603.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx halo single system sling device during a transobturator tape procedure with no complications on (B)(6) 2009. Following the procedure, the patient experienced severe urethral pain (date of onset unknown) and the pain was treated in an unknown manner. The patient returned to the hospital in (B)(6) 2010, where the sling was subsequently divided and removed by laser (exact amount of device removed unknown) because it had reportedly migrated into the bladder. The patient's pain has since resolved, and she is currently in stable condition.

Manufacturer narrative:
(B)(6). (B)(4).